Manufacturer narrative:
PMA (510k) #: k130520. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record and product release decision control sheet of the product code/ lot # combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the involved capiox device was used during the procedure, and at the beginning of cpb, everything was going good. About 80 minutes after cpb, the perfusionist found that the oxygenation was not good, po2 91mmhg, pco2 46.5mmhg, svo2 72%. He adjusted fio2 and gas flow rate, po2 and svo2, there was a slight improvement. Finally, they stopped cpb. The patient relied on the anesthesia machine to maintain breathing and oxygenation until returned they ICU. The procedure outcome was reported to be unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. The actual sample was returned for evaluation. Visual inspection revealed that the purge line and sampling line tubes had been cut. There were no obvious anomalies, such as a break, in the appearance, on the remainders of the device. The actual sample, after having been rinsed and dried, was tested for its o2 transfer and co2 removal performance. Bovine blood arranged to hb12.0 g/dl, temp.37oc., ph:7.4, svo2:65% and pvco2:45mmhg was circulated in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 6l/min. And 4l/min. Result: o2 transfer vol.: @6l/min.= 390ml/min. @4l/min.= 281ml/min. Co2 removal vol.: @6l/min.= 329ml/min. @4l/min.= 242ml/min. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The involved perfusion record and additional information were reviewed as follows: at the initiation of the circulation at 18:05, svo2 was 88% with the circulation conditions of blood flow rate: 5.5l/min., gas flow rate: 2.5l/min., and fio2:60%. Based on the blood gas data determined at 18:42, po2 was 247mmhg and pco2 was 51.4mmhg. 83 minutes after the initiation of the circulation, a temperature rise (initiation of rewarming) was noted, when svo2 was 72% with the circulation conditions of blood flow rate: 5.0l/min., gas flow rate: 2.0l/min., and fio2:40%. Based on the blood gas data determined at 20:00 after the initiation of rewarming, po2 was 46.5mmhg and pco2 was 91.1mmhg. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that the rewarming activated the patient's metabolism; by this o2 consumption volume was increased, leading to a decrease in svo2 and a decrease in pao2. Due to v/q not being 1, the gas flow rate was not sufficient to the blood flow rate. Due to fio2 not being 100%, the o2 supply volume was insufficient. However, the exact cause of the reported event cannot be definitively determined based on the available information.